Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
The patient call while in fill 2 of 5, with a patient line is blocked message. The patient stated that he notices fluid on his catheter line and it doesn't leak out when the white clamp is closed and the blue clamp is open. The patient can't see well enough to determine exactly where the fluid leak is located on his catheter. The patient was advised to cancel treatment and follow up with nurse. A follow up call was made to the patient nurse who reported that there was no patient injury due to the leak. The patient's effluent has remained clear and the patient was not provided prophylactic antibiotics. The leak reported to be from the extension set which was changed at the clinic the following day. The extension set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.